Event description:
Pt reported pain and discomfort when white lumen was being used. Fluoroscopy on 2/25/00 showed broken white lumen. Use of white lumen discontinued, using only blue lumen with replacement of PICC set. When dressing was removed it was discovered that the PICC was completely severed. Pt required procedure to snare and remove severed line. New PICC line was placed.